Event description:
Manufacturer ref.#: 262028.

Manufacturer narrative:
Our field service engineer was on site and replaced the air gas module of the ventilator as a remedy for the customer reported high and low o2 concentration alarms. The ventilator passed all functional and safety tests and returned to clinical use. No logs or part provided for our further evaluation. Due to lack of information, the root cause of the reported event could not be found.

Event description:
It was reported that the ventilator alarmed for high and low o2 concentration. There was no patient harm. (B)(4).